Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure on an unknown date, it was observed that the right ventricular lead pin was bent. The lead was not implanted. No additional information or patient symptoms were reported.